Event description:
The patient tested on the suspect device and it was 101 mg/dl. He became lightheaded and then became unconscious. The paramedics were called and his blood glucose on their device was 24 mg/dl. He was given IV fluids with glucose.